Event description:
It was reported to philips that the device displayed shock and pacer equipment malfunction messages. Furthermore, when the customer attempted to run operational testing the device would freeze and not deliver the shock. There was no reported patient or user involvement and no adverse patient/user impact.